Event description:
Patients' pacemaker was under updated [redacted] boston scientific high battery impedance advisory. [Redacted] patient came into office to have software update programmed. Patients' pacemaker went into safety core mode. Device had ~6 months battery longevity, chb [congenital heart block]. Per rn's documentation: "pt came into the clinic for software update and as programmer was connecting to device pt noticed a twitch in his pacemaker, could visible see the twitch, the connection stalled between the device and the programmer and had to end session and re-connect and then it showed the safety mode alert". Patient was admitted to hospital and had pacemaker generator changed same day.